Manufacturer narrative:
Additional information was received indicating that it is unknown if there were no difficulty removing the product from the hoop, difficulty removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. It is unknown if the same indeflator was used successfully with other devices. The balloon was removed intact from the patient. No additional information is available. Complaint conclusion updated: during a percutaneous transluminal angioplasty (pta) to the superficial femoral artery (the rate of stenosis was 100%, moderate calcification and not tortuous), it was reported that a saber balloon catheter (bc) was delivered to and inflated at the lesion. However, it ruptured at nominal pressure. Therefore, it was removed from the patient and another new balloon was used. The procedure was finished successfully and there was no patient injury. The lesion was crossed with an unknown guidewire. Multiple attempts to gather additional information have been made and have been unsuccessful. Additional information was received indicating that it is unknown if there were no difficulty removing the product from the hoop, difficulty removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device did prep normally, maintaining negative pressure. It is unknown if the same indeflator was used successfully with other devices. The balloon was removed intact from the patient. No additional information is available. The product was not returned for analysis. A device history record (DHR) review of lot 17092022 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Complaint conclusion: during a percutaneous transluminal angioplasty (pta) to the superficial femoral artery (the rate of stenosis was 100%, moderate calcification and not tortuous), it was reported that a saber balloon catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure. Therefore, it was removed from the patient and another new balloon was used. The procedure was finished successfully and there was no patient injury. The lesion was crossed with an unknown guidewire. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 17092022 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Event description:
During a percutaneous transluminal angioplasty (pta) to the superficial femoral artery (the rate of stenosis was 100%, moderate calcification and not tortuous), it was reported that a saber balloon catheter was delivered to and inflated at the lesion. However, it ruptured at nominal pressure. Therefore, it was removed from the patient and another new balloon was used. The procedure was finished successfully and there was no patient injury. The lesion was crossed with an unknown guidewire. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant products: unknown guidewire. (B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.